Manufacturer narrative:
A 4 mm x 4 cm x 155 cm saber rx percutaneous transluminal angioplasty (pta) catheter was used for pre-dilation; however, it ruptured at eight atmospheres (8atm) during its initial inflation. There was no patient injury reported. The device was replaced with a new unknown cutting balloon catheter (4 mm x 15 mm) and pre-dilation was performed. The lesion was the right external iliac artery which had moderate calcification and severe stenosis. There was moderate vessel tortuosity. The device was used for the stenosis part. The product was stored, handled, inspected, and prepped normally according the instructions for use (IFU). There was nothing unusual noted about the device prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. There was no unusual force used at any time during the procedure. An ipsilateral retrograde approach was made with a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion. The balloon catheter was removed easily and intact (in one piece) from the patient. After, a 7 mm x 4 cm saber rx was used to perform a post dilation and the procedure was completed without patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17646863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with severe stenosis may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the severely stenosed lesion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 4 mm x 4 cm 155 saber rx percutaneous transluminal angioplasty (pta) catheter was used for pre-dilation, however, it ruptured at 8 atmosphere (atm) during its initial inflation. There was no patient injury reported. The device was replaced with a new unknown cutting balloon catheter (4 mm 15 mm) and pre-dilation was performed. The lesion was the right external iliac artery which had moderate calcification and severe stenosis. There was moderate vessel tortuosity. The device was used for the stenosis part. The product was stored, handled, inspected, and prepped according the instructions for use (IFU). The device was prepped normally. There was nothing unusual noted about the device prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend. There was no unusual force used at any time during the procedure. An ipsilateral retrograde approach was made with a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion. There was no difficulty when the saber crossed the lesion. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. After, a 7 mm x 4 cm saber rx was used to perform a post dilation and the procedure was completed without patient injury. The device was discarded in the hospital.